Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, performed by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) has lines covering info on screen. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions) h10. A getinge field service engineer (fse) "lines covering info on screen¿s fse was unable to confirm the reported issue. Performed a complete pm - including all functional tests. Log files had multiple faults. However most predated the installation date. Fault/occurrence2/3 - data recorder -25/1 - a software error was detected during unassisted beat event detection37/14 - autofill failure.53/15 - data centre fault55/3 - an error in the alarm management system69/2 - informational message only77/14 - compressor motor speed adj ¿ assisting nothing stands out related to any display issues. However, a number of these seems inert or recommended reloading sw. Completed reloading b17 and completed all functional tests and validated calibration. Unable to duplicate the reported issue.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.